Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of previous episodes in which signal artifact monitor (sam) events were observed for this pacemaker. A right ventricular (rv) pace impedance measurement of greater than 3,000 ohms was observed along with noise on both channels during this timeframe. Technical services (ts) reviewed the episodes noting noise and the sam episodes appeared to have been activated due to either a surgical procedure this patient underwent on that day or from electromagnetic interference (emi). This days lead testing and daily measurements were within normal limits. Ts discussed resetting sam and programming minute ventilation (mv) back on. This pacemaker remains in service. No adverse patient effects were reported.